Event description:
As reported on the medwatch form: while attempting placement of epidural catheter, resistance was noted. When attempting to remove catheter from the introducer needle, more resistance was noted. The introducer needle and the catheter were removed. Another introducer needle was placed and another epidural catheter placement was attempted. Again resistance was noted. When attempting to pull the epidural catheter back through the introducer needle, approx 1-2 cms of the tip was noted to break off, most likely remaining in the pt's back. Additional info provided by the user facility indicated the pt suffered no adverse sequela associated with the incident and the catheter fragment remains in the pt. The lot number remains unknown. The sample is being retained by the risk mgmt dept and will not be returned for eval. No further info was made available at this time.

Manufacturer narrative:
The actual sample has not been made available for the MFR to evaluate and a lot number was not provided. Without the actual sample and a lot number a thorough eval could not be performed. No specific conclusions can be drawn. Based on the event description it appears the catheter may have been wtihdrawn or partially withdrawn through the needle shearing the catheter tip. It should be noted that the labeling on the tray states, "do not withdraw catheter through the needle because of possible danger of shearing." All available information has been forwarded to the MFR b. Braun melsungen for further eval.